Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level (bg) dropped to 1.8 mmol/l (32.4 mg/dl). The patient reported personal diabetes manager (pdm) issues resulting in insulin delivery discrepancy, subsequently resulting in a hypoglycemia episode with loss of consciousness for approximately 1-2 minutes. The patient did not have to seek medical attention as they were able to regulate their bgs with dextrosol and sugar water when they regained consciousness.